Event description:
It was reported that sales rep was not present for the case but was informed by the surgeon that there was a left knee revision. The surgeon did not comment on the reason for the revision. Patient was revised to competitor product.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.